Manufacturer narrative:
Note: product reference 4430000 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Summary of investigation: transmitted information analysis: the catheter was implanted via subclavian vein. X-rays picture review: x-ray 1 (taken on (B)(6) 2025): the x-ray picture was taken during the implantation procedure. The catheter and the connection ring are connected to the access port housing. The catheter was placed via the subclavian vein. The catheter passes through the costo-clavicular area. X-ray 2 (taken on (B)(6) 2025): the catheter is ruptured at the level of the costo-clavicular pinch. We can observe the distal part of the catheter, down in the pulmonary artery. Visual inspection of the returned device: access port housing. Blood traces were present. Several puncture marks were visible on the silicone septum. The batch marked on the access port housing is 37038272. Catheter the catheter corresponds to the proximal part of the catheter which was still connected to the exit port cannula of the access port housing. It measures around 15 cm. The extremity has ovalized, pinched, and irregular rupture facies. This proves that the catheter was pinched, crushed at this level. The distal part is missing. This segment corresponds to the catheter migrated in the pulmonary artery. Dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Device history record review: based on the batch marked on the received access port housing, we've proceeded to the review of the device history record. Batch record file number: (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on the batch released in december 2024. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigation allows to deduce that the catheter was crushed in the costo-clavicular space and repeated squeezing has led to catheter rupture: it is the pinch-off syndrome. This is a well-known complication of the access port implantations, not imputable to the device quality. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid this phenomenon. Conclusion: the rupture of the catheter was due to a pinch-off syndrome resulting of the implantation trajectory of the catheter. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route. It is a rare incident (0.002%), not imputable to the device. No actions plan is foreseen at that time.

Event description:
On (B)(6) 2025: first infusion therapy, still without port. On (B)(6) 2025: port placement. After the assistant physician stated she had found the vein, she was unable to insert the port. Eventually, she called the senior physician. He said he could not see a vein. The assistant physician insisted she had found one. The senior physician then replied that it was a vein, but not the vein. He had to puncture the correct vein himself. As the procedure had already taken quite some time and the anesthesia began to wear off, I could clearly feel how he repeatedly tried to force the port in with considerable pressure until it finally worked. During this process, I was repeatedly subjected to electric impulses and mobile x-ray imaging on the operating table. After the surgery, which likely took longer than usual (approximately two hours), I was not allowed to eat and had to remain fasting until after the x-ray, as there was uncertainty about whether the port was correctly positioned. On (B)(6) 2025: infusion therapy (port could not be flushed, no blood return). On (B)(6) 2025: port was punctured three times using different needles. During infusion therapy, the right arm had to remain bent forward. When reclining into a normal posture, the infusion machine indicated excessive pressure. However, the chemotherapy did flow through the port. On (B)(6) 2025: CT scan to assess cancer status in the lungs and to prepare for major abdominal surgery (initial diagnosis: ovarian cancer with pleural effusion). On (B)(6) 2025: major abdominal surgery. The port remained accessed during this time and was regularly flushed by nursing staff (while lying down). No abnormalities were noted. To my recollection, no medication was administered via the port. On (B)(6) 2025: port was punctured with a 25g needle. Flushing and blood return were successful. Chemotherapy was administered through the port, again in the known position with the right arm bent forward. Following the chemotherapy on (B)(6): pain around the port for about a week. However, due to other pain and side effects from the chemotherapy, no feedback was given to the hospital. On (B)(6) 2025: severe pain felt during port puncture. Flushing caused swelling in the surrounding tissue. No blood return. The nurse stated she did not want to proceed further with the port and recommended an x-ray. On (B)(6) 2025: during chemotherapy, two thoracic surgeons briefly came by at the request of the oncologist. They removed the port needle and explained that an x-ray would be performed after the chemotherapy. On (B)(6) 2025 (afternoon): a member of the thoracic surgery team called and informed me that the tip of the port had entered the lung via the bloodstream. It was located rather peripherally, and as long as I did not experience significant shortness of breath, no surgery would be performed (which is acceptable to me, given the many surgeries I've already undergone).

Event description:
(B)(6) 2025: first infusion therapy, still without port. (B)(6) 2025: port placement. After the assistant physician stated she had found the vein, she was unable to insert the port. Eventually, she called the senior physician. He said he could not see a vein. The assistant physician insisted she had found one. The senior physician then replied that it was a vein, but not the vein. He had to puncture the correct vein himself. As the procedure had already taken quite some time and the anesthesia began to wear off, I could clearly feel how he repeatedly tried to force the port in with considerable pressure until it finally worked. During this process, I was repeatedly subjected to electric impulses and mobile x-ray imaging on the operating table. After the surgery, which likely took longer than usual (approximately two hours), I was not allowed to eat and had to remain fasting until after the x-ray, as there was uncertainty about whether the port was correctly positioned. (B)(6) 2025: infusion therapy (port could not be flushed, no blood return). (B)(6) 2025: port was punctured three times using different needles. During infusion therapy, the right arm had to remain bent forward. When reclining into a normal posture, the infusion machine indicated excessive pressure. However, the chemotherapy did flow through the port. (B)(6) 2025: CT scan to assess cancer status in the lungs and to prepare for major abdominal surgery (initial diagnosis: ovarian cancer with pleural effusion). (B)(6) 2025: major abdominal surgery. The port remained accessed during this time and was regularly flushed by nursing staff (while lying down). No abnormalities were noted. To my recollection, no medication was administered via the port. (B)(6) 2025: port was punctured with a 25g needle. Flushing and blood return were successful. Chemotherapy was administered through the port, again in the known position with the right arm bent forward. · following the chemotherapy on 3 september: pain around the port for about a week. However, due to other pain and side effects from the chemotherapy, no feedback was given to the hospital. (B)(6) 2025: severe pain felt during port puncture. Flushing caused swelling in the surrounding tissue. No blood return. The nurse stated she did not want to proceed further with the port and recommended an x-ray. (B)(6) 2025: during chemotherapy, two thoracic surgeons briefly came by at the request of the oncologist. They removed the port needle and explained that an x-ray would be performed after the chemotherapy. (B)(6) 2025 (afternoon): a member of the thoracic surgery team called and informed me that the tip of the port had entered the lung via the bloodstream. It was located rather peripherally, and as long as I did not experience significant shortness of breath, no surgery would be performed (which is acceptable to me, given the many surgeries I've already undergone).

Manufacturer narrative:
Note: product reference 4433149 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st201h st set pur 8,5f IV reference 4433149 from an unknown batch. Device history record: no device history record can be performed as the involved batch number is unknown. Summary of investigation: no sample, no x-ray picture, no completed form and no picture were returned for investigation. Root cause: without the complaint sample or additional conclusive elements, no thorough investigation is possible, and we cannot identify the real root cause of this incident. Conclusion: no thorough investigation can be performed without the concerned sample/conclusive picture-video, preventing the determination of the root cause of the met defect. If a new conclusive element becomes available, the complaint will be reopened for further evaluation. This type of incident is rare (<0.01%). No actions plan is foreseen at this time.